Event description:
The facility reports that, during transfer with an arjo lifter and sling from the bed to the chair, the caregiver heard a loud pop and the right shoulder sling clip detached. The pt fell right shoulder-first from the sling to the floor. The pt sustained broken ribs and required a chest tube due to a punctured lung.

Manufacturer narrative:
The lift was evaluated on-site after the incident and was found to be in perfect working condition. The facility reportedly refused to provide the sling for evaluation to both manufacturing and the on-site arjo rep. Therefore, it could not be determined if the clip was broken (which was not detailed in the description of the event by the customer) or if the clip was not attached in the first place. Although it was not documented, the arjo rep on-site was informed the sling was not hooked up properly. Furthermore, it was established by the on-site investigator that the sling was more than 2 years old. The lifter operating and product care instructions (opi) and the guidelines for use (guidelines) of the sling clearly indicate to "always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the resident's weight is gradually taken up." The guidelines also indicate "before use, it is essential. The slings, their straps, and the attachment clips are carefully inspected before each and every use. If the sling, cords, or straps are frayed or the clips damaged, the sling or attachment cord should be withdrawn from use immediately and replaced." It is indicated that the caregiver heard a loud "pop" and saw the right shoulder sling attachment was off the pt, which alludes to the clip somehow being attached to the lift in a way that it could become detached during the transfer (i.e. With the pt's weight applied). Based on manufacturer simulations of the event, it is not possible for the clip to detach during transfer, apart from the clip breaking due to a previous hairline fracture caused by a force outside of normal use (i.e. During the washing process). No broken clip was reported or alleged by the customer to-date. The manufacturer has also conducted internal testing to establish the effect of a non-attached shoulder clip before and during transfer. The result when lifted from the seated position is that the pt is turned upside-down and will eventually drop shoulder-first to the floor, as described in this incident. When lifted from a horizontal position, the effect is similar in that the pt also drops shoulder-first. Based on the info received, the manufacturer cannot form a definitive conclusion, as the sling in question was not made available for investigation. However, based on the info and manufacturing evaluations, a reasonable assumption can be made that the clip was not attached before the transfer began, which led to a pt drop as described. No corrective action will be made toward the product. However, the manufacturer strongly recommends retraining of lift operators in accordance with the opi and guidelines, emphasizing the importance and means to ensure proper attachment of the sling clips.